Event description:
It was reported that following a cardiac catheterization, an angio-seal was selected for use. After returning home, the patient felt a "pop" while bending over. The patient began bleeding from the groin and was rushed back to the hospital. A 6-0 prolene suture was used to repair the anterior wall of the artery. The surgeon reported that the closure device was medial and anterior to the puncture and displaced from the site allowing pressure bleeding from the site. The patient had an emergent surgical repair of the common femoral arteriotomy. Once the artery was repaired and irrigated. The clot broke down and the physician was able to evacuate through the puncture site. The anchor apparently pulled back through the arteriotomy when the patient bent over and stress was put on the abdomen. The patient has been discharged and was reported in good condition.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.